Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No issues identified. Functional testing performed. Ehl (event history log) was checked, confirming the downstream occlusion error. The root cause was a faulty dso (downstream occlusion) sensor. The dso sensor was replaced to correct the issue. Device has since passed all functional and accuracy testing. The service history review shows that the device previously came in for "repair", the dso issue was not identified during this testing.

Event description:
It was reported that the device had a continuous downstream occlusion alarm when no occlusion was present. There was unknown patient involvement, and unknown patient harm/adverse event reported.